Event description:
Rptr had an anaphylactic allergic reaction to gloves at work. Rptr is an rn. This was later diagnosed as a type I latex allergy. Rptr has been removed from pt care in order to keep her from having further reactions. Rptr may be required to leave hosp altogether.